Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit intermittent atrial undersensing and intermittent loss of capture (loc). Technical services (ts) recommended further assessment on this right atrial (ra) lead. No adverse patient effects were reported. This device system remains in service.